Event description:
It was reported that a pump was involved in an over infusion of fentanyl r.o.b.I. Epidural. It was reported that the pump was programmed to infuse at a rate of 14ml/hr with a vtbi of 95ml, however, it was observed that the pump delivered 87.7ml in 8 minutes. The customer stated that the pump displayed a rate of 95ml/hr with a vtbi of 12.3ml. It was reported the pump did not stop at 12.3ml, nor did it alarm. It was reported that the IV set used at the time of the event was baxter 1c8109s and that the epidural bag was hanging approximately 12-18 inches above the pump. The customer stated that as a result, the epidural infusion was discontinued and the patient required continuous "at bedside one on one nursing care." It was also reported that the vital signs were checked every 5 minutes and the patient received an IV bolus of 250ml.

Manufacturer narrative:
(B)(4). A flow rate test was performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification. An additional flow rate test was performed with the unit passing. A review of the history log shows that during the reported event, the user entered a rate of 95ml/hr and a vtbi of 100ml. The user exceeded the soft limits (8-16ml/hr) set in the master drug library (mdl), and the value was accepted by the user. The history log also shows that the pump ran for approximately 55 minutes then alarmed twice for air-in-line. The available information suggests that the user entered incorrect infusion parameters and accepted a rate that exceeded the soft limits set in the customer's mdl. No malfunction could be identified.